Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the unit booted up to a brightly colored and distorted screen and the micro processing unit was replaced, the hard drive reimaged and the software reloaded and updated to resolve. It was further noted that the power supply and system fan were noisy and both were replaced. (B)(4).

Event description:
The programmer was returned with only "repair" indicated. Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.